Event description:
It was reported that the device failed during ventilation of a patient, displaying a dark screen, and producing a continuous beeping sound. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The affected device was available for analysis in the manufacturer's repair shop. A video of the reported problem was also available. The video shows that the ventilator could no longer be switched on and the secondary acoustic alarm sounded continuously. During the device examination, the faulty pba pi-power and pba pi main ecd circuit boards were identified as the cause. A detailed analysis found a faulty backup capacitor on the pba pi main ecd; a faulty switching regulator was identified on the pba pi-power. The faults caused the internal 15v fuse to trip, which meant that the power supply to the pba pi-power was lost. The fault was rectified by replacing the affected circuit boards. After the replacement, the device successfully passed a test according to specification. If the ventilator completely stops functioning, the inspiration valve automatically opens to the environment, allowing the patient to breathe spontaneously. The secondary acoustic alarm signal of the ventilator unit is activated immediately to alert the user to the device failure. This alarm is powered by an independent power source and lasts for at least 2 minutes. The fault pattern has been confirmed in the field for the first time in this case. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed during ventilation of a patient, displaying a dark screen, and producing a continuous beeping sound. No patient injury was reported.